Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported skin erosion occurred at the patient's ipg site. As a result, the patient's pocket site was revised on (B)(6) 2017. Surgical intervention resolved the patient's issue.